Event description:
It was reported to boston scientific corporation that a captivator ii was used during a polypectomy procedure performed in 2009. According to the complainant, when applying current during use, the nurse was touching the metal part of the device (located outside of the patient) and suffered a minor burn to the hand. The procedure was completed with this captivator ii device. A follow up was performed, and it was confirmed that the reported nurse is fine, and there were no consequences from the minor burn. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device found no abnormalities with the returned unit, and the loop was forming within specification. Functionally, the returned unit was found to extend and contract the snare properly. During the resistance testing, the unit performed within the specifications. The returned unit did not exhibit any abnormalities that would cause the reported condition and was found to be within specifications. The most probable root cause could not be determined. A labeling review was performed and no anomaly was found.